Event description:
The user facility reported that the device malfunctioned, it had a hot electrical smell and back of vent was warm. It also had a transducer failure fault. No patient involvement, issue was found pre patient check.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and was not able to duplicate the reported issues. Field service ran the device for 60 minutes using various setting and found no anomalies. The carefusion field service representative ran device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service.